Manufacturer narrative:
The electrode lot number is fnh60. The expiration was not provided. The qc and calibration recovery data provided was within specification. The alarm trace showed abnormal sample probe aspiration alarms on the day and around the time of the event. The field service engineer (fse) found a misaligned diluent nozzle was causing turbulence and bubbles in the dilution vessel. The fse performed an ise reagent flow path wash to condition the electrodes, inspected the vacuum, and performed a precision test, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 146 mmol/l. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated on another analyzer and the result was 140 mmol/l. The repeat result was deemed correct.